Event description:
It was reported this right ventricular (rv) lead was surgically abandoned and replaced due to delivering inappropriate anti-tachycardia pacing (atp) cause by noise oversensing. A fracture was suspected as the main cause. The noise was reproducible with myopotentials, and the physician decided to replace it with a new rv lead. No additional adverse patient effects were reported.